Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 569 mg/dl non-fasting that was taken less than 30 minutes after eating. The customer's expected fasting blood glucose test result range is 70 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, the customer stated that she did not have enough test strips to perform a back to back blood test. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 569mg/dl (B)(6) 2017 09:16 pm fasting:no; 118mg/dl (B)(6) 2017 02:51 pm fasting:yes; 281mg/dl (B)(6) 2017 08:37 am fasting:yes; 282mg/dl (B)(6) 2017 12:31 am fasting:yes; 162mg/dl (B)(6) 2017 06:19 pm fasting:yes. Memory concerns: the customer is concerned with the result of 569 mg/dl on (B)(6) 2017 at 9:16 pm. The customer stated that she does not have enough test strips to perform a back to back blood test.